Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The reported complaint of a mid:09 (air trap assembly) error message was confirmed based on the evaluation of the thermogard console (sn (B)(4)) performed by biomed technician at the customer's site. The root cause was determined to be a damaged airtrap block assembly due to glycol spillage likely happened while moving the ivtm system as a result of mishandling. The air trap sensor block was replaced to remedy the fault. Following the biomed service and repair, the console passed all the testing with no issue or faults observed. The console functioned as intended. The console was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, during patient ivtm therapy, the thermogard console (sn (B)(4)) displayed mid:09 (air trap assembly) error message likely due to the overspilled glycol in air trap holder. It is unknown at what stage of the treatment the issue was noted. The patient treatment was continued using alternative temperature management. No consequences or impact to patient.